Event description:
During a pulmonary vein isolation procedure an air leak occurred. While attempting to aspirate saline, air entered the syringe. Several aspiration attempts were made to remove the air but the issue was not resolved. The sheath set was removed and replaced to continue the procedure. There were no adverse patient consequences.

Manufacturer narrative:
One swartz braided introducer sheath was received for evaluation. The sheath passed pressure and aspiration leak testing with no anomalies observed. However, microscopic inspection revealed tearing, resulting in a hole, in the proximal and distal seals. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The cause of the torn seals is consistent with damage during use. The IFU states: do not remove dilator or catheter rapidly. Damage to the valve may occur, potentially compromising hemostasis.